Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No allegation of product malfunction reported. Patient was reported doing well post-surgery. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." Product remains in-situ.

Event description:
On (B)(6) 2017, a patient underwent an extreme lateral interbody fusion procedure at l3-5 levels. During the procedure, bleeding was confirmed from the segmental artery. Hemostasis was performed and bleeding stopped. Blood transfusion was performed and this led to an additional 30 minutes of surgery time. Patient is reported to be doing well post-surgery.